Event description:
The manufacturer received a voluntary medwatch (mw5114887) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient o2 assistance, breathing difficulties. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Box b,g,h is updated in this report.